Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is attempting to obtain the event device for evaluation and more detailed information regarding the event. When new information is received and/or the device is returned and analyzed a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information reporting that during use of this bio pump in extracorporeal membrane oxygenation (ECMO), elevated temperatures were observed in the area near the pump head. The user was running the system at approximately 3000 revolutions per minute with approximately 3 l/min. Of flow when blood clotting occurred within the circuit and plasma leakage was observed. Additional information has been requested to determine how long the bio pump had been in use before the elevated temperatures and clotting were observed. It was further reported that the patient died during ECMO support, but it was not specified whether the reported event was associated with the patient's death. Additional information has been requested. Product return has been requested.